Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On 02/13/2023, it was reported by a distributor via sems that (3) ar-3641 knotless fibertak the shuttle suture snapped at the tape side before passing the repair stitch. Prior to the failure, surgeon had used (5) ar-3636 knotless fibertak to repair the bankart and slap without issue. To complete the remplissage portion of the procedure, surgeon used (2) (3) ar-3641 knotless fibertak, from a different part number after the three failed. This was discovered during an bankart, slap, and remplissage procedure on (B)(6) 2023. Case was completed successfully and the broken sutures were removed from inside the patient.